Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system three days prior to calling. He stated he changed the battery and was able to clear the alarm and continue using the device. The customer also reported receiving another compromised force sensor system alarm the day of the call and that insulin was squirting out of the tubing during prime. Customer stated he was unable to exit the preparing to prime loop. He confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value at the time of the alarm was 150 mg/dl and by the end of the call, he was at 97 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.